Event description:
Health professional reported the explant of a lap-band system due to an erosion.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. The reporter of the complaint was asked to indicate the product serial number and implant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Erosion is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."